Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The blood glucose reading was not reported. The customer stated that he was spilling ketones. Troubleshooting was performed and the insulin pump was programmed correctly. The customer declined to troubleshoot further.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.